Event description:
The surgeon inserted an aq2015a silicone three piece lens and a haptic tore off as the lens was inserted into the eye. The lens was removed without enlarging the incision and no sutures were needed.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Evaulation: results: visual inspection of the returned lens showed part of the optic and a haptic was torn off and missing and there was a clear surgical residue on the lens. Conclusion: : an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Claim# (B)(4).